Manufacturer narrative:
The unit was received with a button error alarm and had unresponsive up buttons due to a corroded keypad. The unit had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and that the device was beeping. The customer's blood glucose level was 196 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised that the device would be replaced, and was agreed to return the product for analysis.